Event description:
Customer reportedly obtained a result of 149 mg/dl on the compact system and 77 mg/dl on a lab drawn within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.